Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02807 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) procedure with esophageal dilatation performed on (B)(6), 2010. According to the complainant, during the egd procedure, the c.r.e. Esophageal balloon dilator was positioned within the esophagus and the dilatation was successfully performed using the alliance inflation system. However, post dilatation, the c.r.e. Balloon would not completely deflate. The technician attempted to pull back manually on the alliance inflation syringe to deflate the balloon but some water remained within the balloon. The catheter was cut in order to extract the balloon from the scope. A standard egd endoscope with a 2.8mm working channel was used during the procedure. There were no patient complications as a result of this event. The patient was reported to be "fine" at the conclusion of the procedure.